Event description:
Ous MDR - after an implantation period of about 11 months, elevated shock impedance values were reported via home monitoring. During the following follow-up in the clinic, an atrial loss of capture was observed and a lead dislodgement was confirmed by fluoroscopy. With regard to the shock impedance values, it was reported that a manual shock test and provocative maneuvers had been performed during the same follow-up and all measurements were ok. The system remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
The ICD and leads were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing process for this devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. With regard to the issues mentioned in the complaint description, the analysis did not display anything unusual. Summary the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.